Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident, and 181 mg/dl at the time of the call. The customer stated that when they put in carbs for a bolus, they always end up high. Troubleshooting was not completed but the customer believes the pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to confirm bolus anomaly and unable to perform displacement test, basic occlusion, occlusion test and displacement accuracy test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, corroded battery tube and minor scratches on display window noted.